Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event was confirmed with product returned. Visual evaluation of the returned products identified that there is foam debris inside sterile packaging. Review of the device history records identified no related deviations or anomalies during manufacturing. These products were likely conforming when they left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. A corrective action was opened to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 51-107110 tprlc 133 mp type1 pps ho 11.0 5mm t1 lot#: 6081164. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event.

Event description:
It was reported that upon incoming inspection there was debris in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.